Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s). The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the injection to the zeiss kinevo was flickering then turned blue then eventually went back to the injected screen. Then the cycle would repeat. They resolved the issue by turning off data injection on the kinevo. There was less than an hour delay in the procedure. No impact on patient outcome.